Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4)-no complaint was received with return of the device. Failure (event) observed during analysis. Insulation damage was observed. The is-1 cable was exposed. One of two is-1 metal cables was melted at the tip. The insulation abrasion is characteristic of lead friction to the ICD can.

Event description:
Additional information received indicated the patient had syncope episodes and presented to the ER. A lead fracture was observed. During lead extraction, the superior vena cava was torn and surgically repaired via thoracotomy.

Manufacturer narrative:
(B)(4).